Manufacturer narrative:
B2: date of death: updated. B5: describe event or problem: updated. B6: relevant tests/laboratory data: updated. Device analysis: the device was not returned to bsc for analysis. The media made available for review shows a valve which appears to be well positioned in the aorta. The actual release of the valve and the withdrawal of the delivery device is not captured. There are no visible difficulties identified, during the unsheathing and locking of the valve prior to release. No damages are visible with the actual valve.

Event description:
Reprise iii study: it was reported, that prosthetic aortic valve thrombosis occurred. Procedure summary: prior to the index procedure, heparin or another anticoagulant was given. And the subject was not on a prior regiment of aspirin or other antiplatelet at the time of index procedure. The subject received loading doses of 325mg of aspirin and 300 mg of clopidogrel. A lotus introducer sheath was placed. And then the native aortic valve was treated with balloon valvuloplasty. As indicated by the instructions for use (IFU) and subsequent deployment of a 25 mm lotus valve. The patient was discharged on warfarin two days later. Post procedure event summary: 1168 days post index procedure, site has reported, an event of prosthetic valve thrombosis. Computerized tomography(CT) scan revealed, the presence of thrombus. Medication therapy was initiated to treat the event. At the time of reporting, the event was considered not recovered. It was further reported, that congestive heart failure (chf) exacerbation and death occurred. 1234 days post index procedure, the subject with acute shortness of breath presented to the emergency room via emergency medical service. Chest x-ray revealed, enlarged cardiac silhouette, pulmonary vascular and interstitial prominence (right greater than left perihilar) and basilar opacities and thoracic aortic atherosclerosis. Electrocardiogram(EKG) revealed, atrial fibrillation. Lab reports revealed, elevated brain natriuretic peptide (bnp) levels of 653 pg/ml. The subject was diagnosed with chf exacerbation and acute respiratory failure with volume overload and was hospitalized for further treatment and evaluation. Initially, the subject was initiated with aggressive diuresis therapy with IV lasix, but was changed to bumex drip. Cardizem was given to control the rate of atrial fibrillation. Covid-19 test was performed, which was negative. Since the subjects condition was gradually deteriorating treatment plans were withdrawn. A do not resuscitate order was followed. 1241 days, post index procedure, the subject died.

Event description:
Reprise iii study. It was reported that prosthetic aortic valve thrombosis occurred. Procedure summary: prior to the index procedure, heparin or another anticoagulant was given and the subject was not on a prior regiment of aspirin or other antiplatelet at the time of index procedure. The subject received loading doses of 325mg of aspirin and 300 mg of clopidogrel. A lotus introducer sheath was placed and then the native aortic valve was treated with balloon valvuloplasty as indicated by the instructions for use (IFU) and subsequent deployment of a 25 mm lotus valve. The patient was discharged on warfarin two days later. Post procedure event summary: 1168 days post index procedure, site has reported an event of prosthetic valve thrombosis. Computerized tomography(CT) scan revealed the presence of thrombus. Medication therapy was initiated to treat the event. At the time of reporting the event was considered not recovered. It was further reported that congestive heart failure (chf) exacerbation and death occurred. 1234 days post index procedure, the subject with acute shortness of breath presented to the emergency room via emergency medical service. Chest x-ray revealed enlarged cardiac silhouette, pulmonary vascular and interstitial prominence (right greater than left perihilar) and basilar opacities and thoracic aortic atherosclerosis. Electrocardiogram(EKG) revealed atrial fibrillation. Lab reports revealed elevated brain natriuretic peptide (bnp) levels of 653 pg/ml. The subject was diagnosed with chf exacerbation and acute respiratory failure with volume overload and was hospitalized for further treatment and evaluation. Initially, the subject was initiated with aggressive diuresis therapy with IV lasix but was changed to bumex drip. Cardizem was given to control the rate of atrial fibrillation. Covid-19 test was performed which was negative. Since the subjects condition was gradually deteriorating treatment plans were withdrawn. A do not resuscitate order was followed. 1241 days, post index procedure, the subject died. It was further reported that the immediate cause of death was cardiopulmonary arrest due to complications of congestive heart failure.

Manufacturer narrative:
B5 describe event or problem - updated. H6 patient codes - updated to imdrf code. H6 impact codes - updated. Device analysis: the device was not returned to bsc for analysis. The media made available for review shows a valve which appears to be well positioned in the aorta. The actual release of the valve and the withdrawal of the delivery device is not captured. There are no visible difficulties identified during the unsheathing and locking of the valve prior to release. No damages are visible with the actual valve.

Manufacturer narrative:
B5 describe event or problem - corrected. H3 device analysis: the device was not returned to bsc for analysis.the media made available for review shows a valve which appears to be well positioned in the aorta. The actual release of the valve and the withdrawal of the delivery device is not captured. There are no visible difficulties identified during the unsheathing and locking of the valve prior to release. No damages are visible with the actual valve.

Event description:
Reprise iii study it was reported that prosthetic aortic valve thrombosis occurred. Procedure summary: prior to the index procedure, heparin or another anticoagulant was given and the subject was not on a prior regiment of aspirin or other antiplatelet at the time of index procedure.the subject received loading doses of 325mg of aspirin and 300 mg of clopidogrel. A lotus introducer sheath was placed and then the native aortic valve was treated with balloon valvuloplasty as indicated by the instructions for use (IFU) and subsequent deployment of a 25 mm lotus valve. The patient was discharged on warfarin two days later. Post procedure event summary: 1168 days post index procedure, site has reported an event of prosthetic valve thrombosis. Computerized tomography(CT) scan revealed the presence of thrombus. Medication therapy was initiated to treat the event. At the time of reporting the event was considered not recovered. It was further reported that congestive heart failure (chf) exacerbation and death occurred. 1234 days post index procedure, the subject with acute shortness of breath presented to the emergency room via emergency medical service. Chest x-ray revealed enlarged cardiac silhouette, pulmonary vascular and interstitial prominence (right greater than left perihilar) and basilar opacities and thoracic aortic atherosclerosis. Electrocardiogram(EKG) revealed atrial fibrillation. Lab reports revealed elevated brain natriuretic peptide (bnp) levels of 653 pg/ml. The subject was diagnosed with chf exacerbation and acute respiratory failure with volume overload and was hospitalized for further treatment and evaluation. Initially, the subject was initiated with aggressive diuresis therapy with IV lasix but was changed to bumex drip. Cardizem was given to control the rate of atrial fibrillation. Covid-19 test was performed which was negative. Since the subjects condition was gradually deteriorating treatment plans were withdrawn. A do not resuscitate order was followed. 1241 days, post index procedure, the subject died. It was further reported that the immediate cause of death was cardiopulmonary arrest due to complications of congestive heart failure. It was further reported the patient experienced shortness of breath on 1233 post index procedure, not 1234 as previously reported. The patient presented to the emergency room the following day.

Event description:
(B)(6) study. It was reported that prosthetic aortic valve thrombosis occurred. Procedure summary: prior to the index procedure, heparin or another anticoagulant was given and the subject was not on a prior regiment of aspirin or other antiplatelet at the time of index procedure. The subject received loading doses of 325mg of aspirin and 300 mg of clopidogrel. A lotus introducer sheath was placed and then the native aortic valve was treated with balloon valvuloplasty as indicated by the instructions for use (IFU) and subsequent deployment of a 25 mm lotus valve. The patient was discharged on warfarin two days later. Post procedure event summary: 1168 days post index procedure, site has reported an event of prosthetic valve thrombosis. Computerized tomography(CT) scan revealed the presence of thrombus. Medication therapy was initiated to treat the event. At the time of reporting the event was considered not recovered.